Manufacturer narrative:
H10: as this malfunction event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of four for this event. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. No x-ray images were provided for review. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: it was not known for which product of the bare metal stent group these events were reported. If it involved a lifestent, the specific type of lifestent is unknown. However, holding and handling of the systems throughout deployment was found sufficiently described in the instructions for use; accessories required are referenced. Stent fracture was found mentioned a potential adverse event that may occur. H10: lin, ting-chao, po-lin chen, chiu-yang lee, chun-che shih, and I-ming chen (2019). Covered stent versus bare-metal stents for chronic total occluded long complicated femoropopliteal lesions: a 2-year single center review. Journal of the chinese medical association. 82(1): 44-49. Doi: 10.1097/jcma.0000000000000005. H10: g3 h11: h6 (method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "journal of the chinese medical association" titled "covered stent versus bare-metal stents for chronic total occluded long complicated femoropopliteal lesions: a 2-year single center review" that sometime post a stent placement in the occluded superficial femoral artery lesions, out of forty-two patients, there were four occurrences of stent fracture. There was no reported patient injury.

Manufacturer narrative:
H10: as this malfunction event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of four for this event. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: lin, ting-chao, po-lin chen, chiu-yang lee, chun-che shih, and I-ming chen (2019). Covered stent versus bare-metal stents for chronic total occluded long complicated femoropopliteal lesions: a 2-year single center review. Journal of the chinese medical association. 82(1): 44-49. Doi: 10.1097/jcma.0000000000000005. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "journal of the chinese medical association" titled "covered stent versus bare-metal stents for chronic total occluded long complicated femoropopliteal lesions: a 2-year single center review" that sometime post a stent placement in the occluded superficial femoral artery lesion, out of forty-two patients, there were four occurrences of stent fracture. There was no reported patient injury.